Event description:
It was reported that the patient presented to the emergency department with phrenic nerve stimulation. It was discovered that the left ventricular lead was dislodged in the coronary sinus. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information notes that no capture was also observed.

Manufacturer narrative:
The reported events were lead dislodgement, phrenic nerve stimulation, and loss of capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with tissue. After the lead was cleaned, torque was applied to the connector pin, and the helix could be extended and retracted. The full measured helix extension length was within specification. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.